Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. The reported patient effect(s) of dissection is listed in the xience v everolimus eluting coronary stent systems instructions for use as a known patient effect(s) of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was performed to treat a de novo lesion in the right coronary artery with moderate calcification and moderate tortuosity with 95% stenosis. A 4.0 x 18 mm xience stent delivery system was advanced to the target lesion and the stent was deployed. Post-dilatation was successfully performed with a 3.0 x 08 mm nc trek at 18 atmospheres. Then a distal edge dissection was observed. A 3.0x12mm xience stent was deployed to treat the dissection, ending the procedure. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.